Event description:
It was reported that a message appeared around possible blood entering the catheter lumen. During a preparation for procedure, an polarx was selected for use. While performing a standard check of the catheter balloon was inflated and an error message appeared indicating blood in the catheter lumen. The procedure was cancelled, no further information was provided. No product return for device analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a message appeared around possible blood entering the catheter lumen. During a preparation for procedure, an polarx was selected for use. While performing a standard check of the catheter balloon was inflated and an error message appeared indicating blood in the catheter lumen. The procedure was cancelled, no further information was provided. No product return for device analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
(B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.